Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with lumbosac disc degeneration. She underwent l5-s1 posterior lumbar interbody fusion with pedicle screw fixation. Pre-op diagnosis: l5-1 degeneration disk disease with discogenic pain. Per op notes, after the incision was made, the medial facetectomy and foraminotomy were carried out at l5-1 on the left and l5-1 on the right using drill and punch. The annulus was incised and a radical discectomy was carried out using shavers and ronguers. Trial was then inserted at l5-1 felt to be of right size. Then, cage implant was packed with bmp and local allograft, tamped into position bilaterally. At each of the level at l5 bilaterally and at s1 bilaterally legacy screw was inserted. The rod was inserted into screw head bilaterally. Caps were placed and torqued. Bmp and bone graft was then placed along the lateral edges of the posterolateral fusion. Copious irrigation was carried out. No other information was provided.